Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. Data was received but will not be investigated as it will not confirm the allegation or determine a probable cause. Product was provided for investigation. An external visual inspection was performed and failed. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.